Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and a manufacturer representative regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported on an unknown date patient was having an magnetic resonance imaging (MRI). It was noted that the MRI was due to a problem with manufacturer device or therapy. Healthcare professional (hcp) stated that the MRI was being done to rule out obstruction of the catheter. It was unknown if any symptoms were reported. Additional information received from manufacturer representatives stating they no nothing about this patient and that they have no further information on this patient.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.